Manufacturer narrative:
(B)(4).

Event description:
It was reported that the dependent patient presented to the emergency room experiencing presyncope and a heart rate in the 30's. The right ventricular lead exhibited a loss of capture and undersensing. The physician elected to increase the ventricular output which helped the patient's symptoms clear. The patient was discharged. On (B)(6) 2016, the following day, the patient presented to the emergency room and was admitted. On (B)(6) 2016 the lead was explanted and replaced. The patient was asymptomatic during the lead revision procedure and was doing fine post surgery.